Event description:
It was reported that over the course of twelve months, the right ventricular (rv) lead exhibited gradually rising impedances. The lead was explanted and replaced. During the replacement procedure, the atrial lead was found to have tissue bindings to the rv lead, and appeared to dislodge during the procedure. The atrial lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.